Event description:
This device was found to be at eri after an implant time of about 2 years. The implant date was not provided. The device could be interrogated. It showed an eri message with a limited parameter set and programming was not possible. Pacemaker couldn't be reset and a ram dump was not possible. Patient works in an industry plant with high power welding. The device is expected to be explanted in the near future. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2016 as a result of the detection of invalid memory content. A re-initialization with the programmer was not successful, as mentioned in the complaint description. Therefore a manual correction of the invalid memory content was performed after which the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. In particular, after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The amount of charge taken from the battery was investigated. The battery status was found to be ok with a remaining battery capacity of 90%. The device has never activated the eri status. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.